Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional information was received on jan 26, 2016 (date received by manufacturer) which reported the unknown bone putty and additional patient and event information. It was decided that this unknown product should be reported along with the broken plate and intact screws which were originally reported to synthes on january 5, 2016 (date of this report). This report is for an unknown volume of unknown bone putty. Part and lot numbers were not provided by reporter. He subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision/explant surgery was performed on (B)(6) 2015 due to a broken 2.4mm low profile mandibular reconstruction plate. The plate, six associated 2.4mm screws and an unknown volume of unknown bone putty were explanted during the revision surgery. The patient was revised with a posterior iliac crest bone graph to the mandible with mandible reconstruction. The patient was initially presented with the complaint that she felt her teeth moving when she touched them on an unknown date in 2011. After an unknown surgical procedure the patient was diagnosed with a mandible ameloblastoma on (B)(6) 2011. The patient was also found to have infected wisdom teeth on (B)(6) 2012 and it was decided this would be addressed during surgery in (B)(6) 2012. On (B)(6) 2012, the patient underwent a resection of the left mandible with reconstruction using a bone plate and bone graft material. During the reconstruction procedure the synthes 2.4 low profile mandibular reconstruction plate and six 2.4mm screws were implanted. Unknown bone putty was also utilized. On (B)(6) 2015 it was discovered that the 2.4mm synthes mandibular plate had broken. Explant/revision surgery was performed on (B)(6) 2015 during which time the plate, screws and the unknown bone putty were removed. A bilateral reconstruction of mandibular condyle was performed with bone morphogenic protein and bone autograft. The bone crib was fixed with two non-synthes screws. This report is for an unknown volume of unknown bone putty. This report is 3 of 3 for (B)(4).